Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the up and down buttons were underresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/09/2015.device evaluation: the device has been returned and evaluated by product analysis on 10/30/2015 with the following findings: during investigation, the original complaint was unable to be duplicated. The keypad was intact with all the buttons responding appropriately to user presses. The keypad was removed and there was no contamination found under the contacts. The pump was opened to inspect the keypad flex and it was found to be fully seated in the connector with the latch closed. There was no evidence of moisture found internally.